Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of additional information and in the impossibility of recovering the screw for expertise, the cause of the event is not determinable.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Complaint received from the clinic regarding screw which was said to be « defective, design failure » which was "implanted and then explanted".